Event description:
It was reported that the customer's insulin pump was alarming unexpected restart. The customer's blood glucose was unknown. The customer stated that the act and esc buttons were not responding. Advised that the customer return the insulin pump. Explained the alarm and possible causes of the alarm to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.